Event description:
It was reported that the guidewire had coating issues. A 300cm v-14 control wire guidewire was selected for peripheral angioplasty. During the procedure, the physician noted that the guidewires felt not rigid enough and hydrophilic coating was lost during navigation. By the time the guidewire was used for platforming, the guidewire got stuck with a non-bsc support catheter. The guidewire and non-bsc support catheter were removed together, and no coating or wire fragments were left inside the patient's body. The procedure was completed with a non-bsc guidewire. No patient complications were reported.

Event description:
It was reported that the guidewire had coating issues. A 300cm v-14 control wire guidewire was selected for peripheral angioplasty. During the procedure, the physician noted that the guidewires felt not rigid enough and hydrophilic coating was lost during navigation. By the time the guidewire was used for platforming, the guidewire got stuck with a non-bsc support catheter. The guidewire and non-bsc support catheter were removed together, and no coating or wire fragments were left inside the patient's body. The procedure was completed with a non-bsc guidewire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the guidewire was returned stuck inside the non-bsc support catheter. Also, it was observed waste accumulated at the tip and the tip distal was bent. No other issues were identified during the product analysis.